Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. There was no sample returned. Therefore, testing could not be performed. An analysis of the retain samples lot(s) showed that the product was perfluoropropane (pfp) and met all release criteria. Based upon the information obtained, a root cause cannot be conclusively determined. Based upon the information obtained, a root cause cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided in sections h.11. Code 1864 has been removed. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study stated that high intraocular pressure was high and flashes in right eye because of possible increase in intraocular pressure caused by gas expansion. Patient was prescribed with medication and symptoms resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).